Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
D4: lot number correction; expiration date correction. H4: device manufacture date correction.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus cannot be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a cause for the reported patient effect of thrombus, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.a2: patient age updated from 70 to 69. B3: date of event updated from (B)(6) 2018 to (B)(6) 2018. B6: updated test dates and results. D4: the lot number was updated from 80306u162 to 80205u101, updated expiration date from 03/06/2019 to 02/06/2019. D6: implant date updated from (B)(6) 2018 to (B)(6) 2018. H4: date of manufacture updated from 03/06/2018 to 02/06/2018. H6: method code 4109 was removed.

Event description:
This event was captured based on literature review. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1+. On (B)(6) 2018, echocardiography showed a large thrombus at the left ventricular apex. The patient was placed on anticoagulant therapy and after 8 weeks, the thrombus disappeared without any embolic events. Details are listed in the attached article, titled thrombus formation at the left ventricular apex due to split inflow after mitraclip implantation. No additional information was provided. Subsequent to the initially filed medwatch report, additional information was received. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2018, echocardiography showed a large thrombus at the left ventricular apex. The patient was placed on anticoagulant therapy and after 8 weeks, the thrombus disappeared without any embolic events.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus cannot be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a cause for the reported patient effect of thrombus, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Attachment: literature titled, thrombus formation at the left ventricular apex due to split inflow after mitraclip implantation.

Event description:
This is being filed to report the thrombus requiring intervention. This event was captured based on literature review. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1+. On (B)(6) 2018, echocardiography showed a large thrombus at the left ventricular apex. The patient was placed on anticoagulant therapy and after 8 weeks, the thrombus disappeared without any embolic events. Details are listed in the attached article, titled thrombus formation at the left ventricular apex due to split inflow after mitraclip implantation. No additional information was provided.